Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging there was a problem on the insulin pump. Animas made 3 attempts to contact the patient for more information. A letter was send to the patient, requesting a call back. This complaint is being reported due to the unresolved insulin pump issue. There was no report of any patient impact associated with the reported issue.